Manufacturer narrative:
Lot # and manufacture date now provided. Suspect instrument returned and evaluated. The tip of the instrument was twisted and broken as reported. New instrument sent to site for issue resolution.

Event description:
A medtronic representative reported that while in a spine fusion procedure, the navlock lumbar probe broke. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.